Manufacturer narrative:
The hospital biomed rebooted the machine, clearing the error, and returned the unit to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed, indicating only volume ventilation was available. There was no report of patient involvement.